Manufacturer narrative:
Additional information provided in a.2., a.3., b.2., b.5., d.1., d.4., d.10., h.3., h.4., h.6., and h.10. Product evaluation: the lens was not returned for evaluation. Only the carton, label set and reply card were returned with a form. Product history records were reviewed and documentation indicated the product met release criteria. The root cause for the bag breaking during the iol rotation could not be determined. The lens was not returned in the carton for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that a vitrectomy was performed on the patient. The iol was exchanged for a different manufacturer's iol.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) exchange procedure, after implanting the replacement iol, the surgeon rotated the iol into position and the bag broke. The surgery was completed with a different model iol. There was no patient harm. There are two medical device reports for this patient for this eye. The first report was reported under mfg report num 1119421-2019-01919.